Event description:
(B)(4).

Manufacturer narrative:
The customer informed us that a new display was purchased and put into service. He confirmed the new display resolved the issue. The customer could not provide the serial number of the affected central station.